Event description:
The following was reported to the hamilton medical ag: device entered in ambient state during ventilation.

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: no further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause was determined to be a defective mainboard. In consequence the mainboard was replaced. There was no patient or user harm reported.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: no patient harm reported. Investigation initiated. Investigation ongoing.

Event description:
The following was reported to the hamilton medical ag: device entered in ambient state during ventilation.